Event description:
On (B)(6) 2011, the pt was being treated emergently for a ruptured aneurysm using a gore excluder aaa endoprosthesis featuring c3 and two contralateral leg components. It as noted that the pt had a myocardial infarction while implanting the c3 device and was not fully sedated due to the pt's status and the pt kicking and screaming. On (B)(6) 2011, a computed tomography revealed an infection in the abdominal aorta. It is unclear if the actual gore devices are infected as well. The original of the infection is unk, however, the physician stated it could be from the pt kicking, screaming and moving around during the original implant procedure. The physician was planning to explant the gore excluder aaa endoprosthesis on (B)(6) 2011, however, the pt needed emergent open heart surgery. The physician is taking a wait and watch approach with the infection at this time due to the pt undergoing open heart surgery. The pt still remains in the hosp.

Manufacturer narrative:
The review of the mfg and sterilization paperwork verified that this lot met all pre-release specs. Per the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: leaking: pending rupture or ruptured aneurysms. Adverse events that may occur and / or require intervention include, but are not limited to: infection (e.t., aneurysm, device or access sites). Please note add'l devices implanted and related to this event: (B)(4).